Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was sent to the customer site. The cse identified the source of the smoke was from the instrument's heating element. An interruption of communication (ioc) error (349) occurred and which left the analyzer in the locked state and the heat torch energized. The heat torch overheated, and smoke was observed by the customer, however the ceramic material will not burn. The heat torch is susceptible to it being stuck in the position due to an alignment, the cuvette ring not clean, pressure or vacuum too low or high and an ioc error. The instrument was safely shut down, and the customer was instructed to replace the heat torch per the operator's manual. This is a ul listed analyzer, and the materials of the heat torch will not lead to an open flame. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
The customer observed smoke being emitted from a dimension exl 200 instrument after opening the reagent lid. A siemens customer service engineer (cse) was dispatched to the customer site to investigate the problem. There are no reports that treatment was prescribed or adverse health consequences due to the smoke emitted from the dimension exl 200 instrument.